Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A patient experienced thrombosis of a cypher stent. The indication for the procedure was a 50% occlusion of a bypass graft. The patient complained of chest pain within 24 hours of the cypher implantation and was started on heparin drip as treatment. A cardiac catheterization performed five days later revealed stent thrombosis. The patient underwent a thrombectomy the following day. Approximately twelve days after the stent implantation, the patient again complained of chest pain. No treatment has been performed for the recurrent chest pain, and the physician later reported that the patient was at home and doing well.

Manufacturer narrative:
Information received via medical affairs from a physician indicated that a patient experienced thrombosis after having a coronary artery stent implanted. The patient's history is significant for previous coronary artery bypass graft surgery, hypertension and hyperlipidemia. The indication for the procedure was chest pain related to a 50% occlusion of a bypass graft. The patient complained of chest pain within 24 hours of an unknown cypher stent implantation and was started on heparin drip as treatment. A cardiac catheterization performed five days later revealed stent thrombosis. The patient underwent a thrombectomy the following day. Approximately twelve days after the stent implantation, the patient again complained of chest pain. No treatment has been performed for the recurrent chest pain, and the physician reported that the patient was at home and doing well. The device was not available for analysis. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Stent thrombosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what factors may have contributed to the reported event.